Event description:
Equate brand pulse oximeter from (B)(6) does not work properly. Monitoring child with lung issues over a period of 3 months. Monitor is unreliable as it sometimes registers in the 70's or 80's for oxygen when child is obviously not in respiratory distress. Almost caused us to rush child to hospital. Then numbers will change to 95-100 when moved to another finger. On same hand.